Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured from 10 apr 2015 through 13 apr 2015. The sample was returned and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed on the returned sample and iodine was found to be present in the minicap. Upon conclusion of the investigation, the device was determined to meet product specifications. The reported event of inadequate iodine was not verified during evaluation and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered minicaps with inadequate iodine on the sponge. The patient stated that the sponge inside the minicap appeared to be dry and had less iodine on it than the patient was used to. This event occurred before use. There were no other issues found with the product or packaging. There was no patient involvement. No additional information is available.